Event description:
It was reported, "a male with history of psoriatic arthritis for many years. He developed severe arthritic destruction of the right hip and under went a right total hip replacement at another facility in 2006. He suffered several dislocations secondary to migration of acetabular component, as per surgeon. X-rays of right hip revealed acetabular component had migrated to a more vertical position from his post operative x-rays. The patient underwent revision right total hip arthroplasty on the following month. Pre-op diagnosis was loose acetabular component with recurrent dislocations right total hip replacement.